Event description:
Physician's letter states pt developed bilateral capsular contractures; therefore, she had a bilateral open capsulotomy and was reconstructed on 11/26/91. Pt alleges her left implant had ruptured; however, physician's note show upon removal both implants were found to be intact.